Event description:
Reports a case of extravasation. Hosp uses a needleless system and they report that the adapter blew away from the pt. Approximately 30 cc's extravasated and they report that the injector couldn't stop.